Manufacturer narrative:
The actual device and a photograph were received for evaluation. The visual inspection of the provided picture and the actual sample revealed that the cone of the male luer lock of the return line was broken. The reported condition was confirmed. The cause was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, while connecting a prismaflex m150 set, a no flow problem was observed. Upon inspection by the physician, an abrasion was found on the luer lock connetor of the return line. There was no patient injury or medical intervention associated with this event. No additional information is available.